Manufacturer narrative:
H3: product analysis of the device found that visually, the product was returned in a large red plastic bag. The product was placed in double zip lock bag when returned. There were traces of contamination found on the cuff. The flex circuit was worn out/wrinkled when returned. The continuity check was performed and electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were red (46 ohms), red with clear tube (48 ohms), blue (105 ohms), and blue with clear tube (36 ohms), all electrodes were out of specification. Functionally, the device was connected to the nim system while electrode leads were submerged in a saline solution for functional testing. Upon the connection to the nim system, the device passed the electrode check and there was no excessive noise recorded during the functional test. G4, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - trivantage® and product ID: 8229707). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that poor electrode contact while the ett was ensured placing in correct contact with the tracheal wall, there was no response after all cables were well-connected even anesthetists have re-confirmed the sensor of emg tube is in correct position¿ for defective item. The current stim return shows "0", indicating that current was not being delivered. Nurse tried to replace by other ett and even change the machine, still there was no response, even the electrode check was not passed. There was no patient impact.